Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection revealed the returned lens is in one piece. One of the haptics is bent; partially covering the optic. The haptic is bent as if it was folded prior to use. Considering the condition of the returned lens, the event is most probably related to loading the lens in the cartridge. The information did not indicate any relationship of the complaint to the iol design or manufacturing. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that during the implantation of a tecnis multifocal zma00 intraocular lens (iol) the haptic remained stuck to the optic. The surgeon waited one week to see if the haptic would unfold to the desired position. The iol decentered causing the patient's vision to be 6/36. The iol was explanted on (B)(6) 2015 and another tecnis multifocal was implanted during the procedure; an incision enlargement was required to remove the lens. After the new iol was implanted the patient's visual acuity was 6/6.

Manufacturer narrative:
The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no non-conformances with respect to the sterilization process. There were no process and / or material changes within the production order number. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial reporter telephone: (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.